Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the patient's infusion sets kept falling off; two infusion sets had fallen off and a third one only stuck for five minutes. The patient's blood glucose at the time of incident exceeded 400 mg/dl. The patient did not mention any treatment of the high blood glucose. The insulin pump was not returned for analysis.